Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, dislocation, rotator cuff tear, and/or patient related factors. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. B3: corrected d1: corrected h6: corrected investigation clinical codes. H10: corrected.

Event description:
It was reported that this patient's right shoulder was revised. Revision components included; +10mm adapter tray, torque screw, and 42mm humeral liner +2.5mm. Reason for the revision is unknown. Images and x-rays unavailable. Products not returning: unknown. Concomitants: 620-00-02 - platelet rich plasma kit with spray tips, 323228; 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, 6044684; 300-30-10 - equinoxe preserve stem 10mm, 7287596; 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, a027318; 620-12-02 - accelerate prp 60 ml & acd-a, a20220003; 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, a306509; 320-20-00 - eq reverse torque defining screw kit, a313593; 319-01-32 - steinmann pin sterile 3.2mm x 178mm, a345390; 320-15-05 - eq rev locking screw, a346624; 320-08-42 - glenosphere exp 42mm +4mm offset, a401774; 321-52-07 - 3.2mm drill bit sterile, a431515; 320-15-01 - eq rev glenoid plate, a454405; 320-10-00 - equinoxe reverse tray adapter plate tray +0, a461571; 320-42-00 - 145-deg pe 42mm hum liner +0, s419574.

Manufacturer narrative:
H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.